Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. It was reported that the patient received an implant on (B)(6) 2013; note that the patient also received a tm patella on the same date. Approximately six months after the implant, the patient states that he began to experience soreness, aches, pain (especially with changes in humidity), and discomfort. As of this notification, the patient has not had their tm patella revised, nor is there any indications that the scheduled revision will impact the tm patella. Note that the persona tibial component is of zimmer warsaw design control and the tm patella is of zimmer tmt design control.